Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, while the valve loader was pulling the trigger button back to pull the deployment handle apart to expose the handles, the delivery catheter system (dcs) blue handle fell apart. The plastic casing around the trigger button broke apart. The valve was unable to be loaded. The dcs was not used. The valve was loaded onto a new dcs and was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA's 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the deployment knob components missing, visual analysis showed the carriage is separated and returned with the dcs. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. The nose cone and the inner member is detached at the spindle hub and is not returned with the dcs. The capsule itself appears intact with no evidence of damage. The spindle hub appears intact with no evidence of damage. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The delivery catheter system was returned to medtronic for analysis. The device was received with the nose cone and the inner member detached at the spindle hub and was not returned with the dcs. The description of the event does not indicate that this damage occurred during the reported issue. The deployment knob/actuator components were not attached to the dcs. The carriage was separated and returned with the dcs. Actuator separation is typically associated broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.